Manufacturer narrative:
The lift strap was returned to hillrom where it was investigated. It was concluded that the strap had been subjected to wear before breaking. Likorall lifts must be inspected at least once per year. According to the periodic inspection (3en 191001 rev. 2 section 10) for overhead lifts, the following shall be checked: make sure the lift strap is not older than 5 years, according to service history. If service history not is available, the recommendation is to replace the lift strap if the lift is 5 years or older. Using the hand control, lower the strap to its maximum extension. Inspect the strap for frayed edges, heavy wrinkles or wear-through areas. Make sure the plastic cover is not damaged and the screws are properly fastened verify that the sling bar attachment is secure on strap. Make sure there are no deformities in the slingbar attachment . A search of hillrom records does not show that hillrom has performed any maintenance on this lift. A third party has performed maintenance on 04oct2019. It is likely that the strap lift strap was not properly checked during this maintenance. The lift involved in this incident was manufactured in 2004, it is unknown if the lift strap has been changed after manufacturing date. Additionally, the affected lift is beyond it's expected life span of 10 years. The instructions for use for the likorall (7en120115 rev. 11) state: before lifting, always make sure that: the lift strap is not twisted or worn and can move in and out of the lift freely. The lifting accessories are not damaged. The lifting accessory is correctly and safely applied to the patient in order to prevent injuries. The lifting accessory is properly attached to the lift. The lifting accessory hang vertically and can move freely. If the above mentioned instructions are followed, the likelihood of an overhead lift strap breaking is remote. The technician has replaced the overhead lift and the lift strap the device is functioning as designed. Technicians have also performed additional maintenance on all similar overhead lifts at the account and replaced all lift straps with the slightest indication of wear of the lift strap. Based on the above information, no further action is required.

Event description:
Hillrom received a report from the account stating that during transfer of a patient from the bed to the wheelchair with a ceiling lift, the lift strap came off and the patient fell. The nurse assessed the patient and confirmed that the patient was not injured. Hillrom can confirm there was no patient or user injury. This report was filed in our complaint handling system as (B)(4).